Event description:
It was reported that the patient had pocket infection and erosion. The left ventricular (lv) lead required surgical intervention. The patient is a participant in the panorama I study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: 7304 implantable cardioverter defibrillator 2008-12-24 6947 implantable tachy lead (B)(6) 2008; 407652 implantable pacing lead (B)(6) 2008. (B)(4).